Manufacturer narrative:
The complaint investigation for the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review and field data review for the complaint lot. Tracking and trending report review determined there were no trends for the product. Device history record review did not identify any issues associated with the complaint lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. Based on our investigation, we have determined that there is no general issue with the architect total b-hcg reagent lot identified in the complaint.

Manufacturer narrative:
Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false positive architect total b-hcg result. Sample ID (B)(6) generated 447.76 iu/l; retest on the original andalternate architect generated less than 1.2 iu/l. No impact to patient management was reported.